Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database system review showed no other similar issue since unit installation in 2012. Based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue was identified in a mechanical jamming of the stirring mechanism due to bearing damaged by the corrosion. In this regard, it cannot be excluded that environmental conditions such as high temperatures, humidity, condensation in the stationary phase may have contributed to the failure of the motor over time.

Manufacturer narrative:
H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the e07 was displayed on patient circuit after booting the system. When testing the motors, circulation motor was found to be seized up. As troubleshooting, stirrer motor and erosion kit were replaced and problem was thus fixed. Subsequent functional and verification checks were run with positive results, and unit returned to regular service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that a ee07 errort heater cooler displayed error pump 1 is blocked or too slow (e07) during a procedure. There was no report of any patient injury.